Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent device was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the mid lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that stent deformation occurred during positioning. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands but was not meeting specifications due to deformation at the distal end. Deformation was evident to the 1st distal stent wraps with struts raised. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.